Manufacturer narrative:
Lens was returned dry in a micro-centruge vial. Visual inspection found no visible damage to the lens with foreign material (residue) on the lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.00/2.5/093 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.